Event description:
It was reported that a screw was put in to fix the shell but it went through the shell hole. When taken out the screw hole was damaged, so the cup had to be changed. The revision surgery was for changing the cup due to breakage.

Manufacturer narrative:
The MFR did not yet receive the explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Should additional info and / or the device(s) investigation results become available, an amended medical device report will be filed. Zimmer reference number of this file is (B)(4).